Event description:
Pt reported that a comparison (done approx 1 hour apart) between the surestep meter and a hcp meter was 109 mg/dl (ss) and 32 mg/dl (hcp), respectively (240% difference). No symptoms were reported. There was no allegation of harm. Unable to contact pt on follow-up. No other info was provided.